Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the sheath. Pulsed field ablation (pfa) applications were delivered with a farawave catheter. Upon removal of the farawave catheter and insertion of a non-boston scientific mapping catheter to perform a post map of the anatomy, the valve of the sheath was noted to be leaking and pulling back air while the sheath was positioned in the left atrium of the heart. Air bubbles were observed in the flush line and in the aspiration syringe. No air was seen in the patient. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is not expected to return for analysis as it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.